Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father called to report high blood glucose levels. The customer's reading was 440 mg/dl. The customer had symptoms of thirst. The customer treated with manual injections. The caller performed troubleshooting but did not find any problems. The caller performed the high pressure test and it passed. The caller stated that sometimes the device alarmed bad battery. The caller found several no delivery alarms in the alarm history. The caller stated that sometimes the customer changed the tubing without the site. Nothing was replaced or returned for analysis.